Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that device was not ventilating and it was alarming high pressure. Issue was found when staff was doing check on the unit prior to use. No patient involvement was reported.